Event description:
It was reported to boston scientific (bsc) in 2006 (event date unk) that the patient (age and gender unk) experienced increased bleeding after an egd and colonscopy procedure using the radial jaw 4 biopsy forceps. The physician reported having to increase pressure on the forceps to take a bite. The patient experienced bleeding post biopsy and a clip was used to stop the bleeding. No further medical intervention was needed. No patient adverse effects were reported to bsc.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.